Event description:
The surgeon had inserted a three piece collamer lens model cq2015 into patient's eye and noticed the lens was torn, so he removed the lens without enlarging the incision. No paitent injury.